Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: "pt had a cook celect placed in (B)(6) 2016 for pe and concurrent intracranial haemorrhage. Attempted retrieval in (B)(6) 2016, but at the time the filter had already tilted/migrated with the hook buried into the superior left renal vein. Hook would have been at risk of perforating/lacerating the renal vein, so the filter was left in place. Two of the arms were displaced into the region of the right renal vein. Subsequently she presented on (B)(6) 2016, asymptotic and for other gi complaints, with these two filter arms now fractured and embolized to the right and left lungs. There is no indication to risk attempting retrieval of these fragments, and no further attempts to retrieve the filter are warranted. Any retrieval would be unlikely to be successful at this point. Guessing by appearances of the remaining intact filter, it is unlikely to further fragment". On (B)(6) 2016 information received in the complaint form states: (B)(6) 2016 ivc filter removal attempted but filter had migrated with the hook buried in the superior left renal vein. On (B)(6) 2016 2 arms of the filter are now fractured and embolised to the right and left lungs. The dr. Decided to leave the arms where they were as would not cause any further issues. Patient outcome: requested but not provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: unfortunately, no imaging was provided and it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning filter fracture approx. 1½ year after filter placement. However, it is assumed that the filter legs fractured during/after the retrieval attempt one month earlier, as physician "left the filter in place", because the "filter had already tilted/migrated with the hook buried into the superior left renal vein" and the "hook would have been at risk of perforating/lacerating the renal vein". It is noted that the patient was asymptotic. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter migration is a known potential complication of vena cava filters. Cranial (including to the heart and lungs) and caudal migrations have been reported. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "pt had a cook celect placed in (B)(6) 2016 for pe and concurrent intracranial haemorrhage. Attempted retrieval in (B)(6) 2016, but at the time the filter had already tilted/migrated with the hook buried into the superior left renal vein. Hook would have been at risk of perforating/lacerating the renal vein, so the filter was left in place. Two of the arms were displaced into the region of the right renal vein. Subsequently she presented on (B)(6) 2016, asymptotic and for other gi complaints, with these two filter arms now fractured and embolized to the right and left lungs. There is no indication to risk attempting retrieval of these fragments, and no further attempts to retrieve the filter are warranted. Any retrieval would be unlikely to be successful at this point. Guessing by appearances of the remaining intact filter, it is unlikely to further fragment". On 04jan2016 information received in the complaint form states: on (B)(6) 2016 ivc filter removal attempted but filter had migrated with the hook buried in the superior left renal vein. On (B)(6) 2016 2 arms of the filter are now fractured and embolised to the right and left lungs. The dr. Decided to leave the arms where they were as would not cause any further issues. Patient outcome: requested but not provided.